Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported experiencing discomfort at their implant site of evoke closed loop stimulator (cls). As a result, the scs system was explanted.